Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29-us, serial: (B)(4), use by date 2019-09-25, UDI: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed deep, causing severe paravalvular leak (pvl). A second valve was implanted to seal off and resolve the pvl. An angiogram and transesophageal echocardiogram (tee) revealed a spiral dissection in the aortic route. It was reported that a pre-balloon aortic valvuloplasty (bav) caused the dissection. Surgery was performed for a root replacement and the valves were explanted and replaced with a surgical valve. No further adverse patient effects were reported.